Manufacturer narrative:
Complaint states "the patient is a paralyzed disabled retiree who's been wheelchair-bound for over 50yrs. Patient has been having issues with 3 pressure ulcers since 2017. He uses a medicated dressing to subdue symptoms. He's been using 3m silvercel antimicrobial alginate dressing for years with no issues. His wife is his primary caregiver, and she usually applies the dressing for a day or two before removing and cleaning. [?] The new batch of dressings were applied to the 3 pressure ulcers and were left for two days. [?] Two of the three wounds were normal; the third wasn't, when the wife removed the dressing, the wound turned purple and black causing the wife to scream." It is not confirmed to be device related, nor that further medical intervention was needed outside of usual wound management. However this will be reported to align with the FDA medwatch report

Event description:
The patient is a paralyzed disabled retiree who's been wheelchair-bound for over 50yrs. Patient has been having issues with 3 pressure ulcers since 2017. He uses a medicated dressing to subdue symptoms. He's been using 3m silvercel antimicrobial alginate dressing for years with no issues. His wife is his primary caregiver and she usually applies the dressing for a day or two before removing and cleaning. The new batch of dressings were applied to the 3 pressure ulcers and were left for two days. Two of the three wounds were normal; the third wasn't. When the wife removed the dressing, the wound turned purple and black causing the wife to scream.